Event description:
The donor subsystem, medical interview function records the medical interviewer's determination of a donor's eligibility to donate on a specific donation date. An optional coded "diagnosis" field can be used to record a diagnosis if the donor was deemed ineligible to donate on that donation date (in addition to the mandatory deferral code that must be recorded). If this donor were to return to donate after the deferral period has ended and selected for medical interview, the previously recorded diagnosis code will not display. Additionally, if this donor is deemed eligible to donate, the program flow incorrectly goes to the diagnosis code field, which appears blank. If the user carriage returns through this field, the diagnosis code is deleted from the record. The diagnosis code, which is not displayed in medical interview, may assist in the donor suitability decision. The deletion of the diagnosis code may allow an inappropriate donation to take place.